Manufacturer narrative:
Device evaluation: one (1) used sample was returned for evaluation p/n 100/199/080 with lot number reported as unknown; the sample was received in used condition without its original packaging. Visual inspection: the returned sample was visually inspected at a distance of 12" to 16" and normal conditions of illumination. Result: no discrepancies were found. Functional testing: the cuff of the returned sample was inflated using a syringe and the product was submerged under water in order to detect any leakage. Results: leak was observed coming out from the seal of the cuff. Production personnel perform a 100% visual inspection to cuff sealing and leak test. Quality takes a sample using an aql 0.10 and level inspections g-ii in order to verify the visual inspection and audit leak test. Customer reported: "customer noticed the air pressure of the cuff was fluctuating. So they replaced the product with another one. No patient injury." The most probable root causes are: production personnel did not follow the inspection instructions; the instructions are not clear in the welder process. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Foreign - report source: (B)(6).

Event description:
Information was received that a smiths medical portex clear eyesoft seal cuff endotracheal tube was in use with a patient at a hospital. However, immediately on use (approximately ten minutes after placement), the air pressure of the cuff was noted to be fluctuating. Subsequently, the product was replaced with a new one. There were no adverse patient effects.